Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged during harvesting so the balloon would not remain inflated (air leaked out slowly). A replacement unit was used from an accessory kit to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the device found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated, but once the syringe was removed, the valve dislodged. The reported failure was confirmed. (B) (4).